Manufacturer narrative:
Initial reporter facility name provided(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement the foley catheter had natural removal. Upon inspection, we found a hole in the balloon and leaked.

Event description:
It was reported that after placement the foley catheter had natural removal. Upon inspection, we found a hole in the balloon and leaked. Per notification from investigator on 27feb2026 it was reported that the balloon had mushroomed was noted during visual inspection on 10feb2026 (B)(4).

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j14, manufacturing lot number ngkn1923 and batch number mykr3329. The third photo provides an enlarged view of the catheter balloon, confirming the balloon mushroomed. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all-silicone foley catheter with sample port connector and packaging label. Verified material number 2758j14, manufacturing lot number ngkn1923 and batch number mykr3329. Visual inspection noted that the balloon had mushroomed. Catheter tested for leaks. During testing, catheter filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house syringe. Upon inflation no leaks present. 10ml of methylene blue solution passively deflated in 52sec. After deflation cuffing present (B)(4). This is within specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, f, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.